Event description:
Ventilator alarming-code was alarming low o2. Air could be heard leaking out of the back of the ventilator. No injury to the patient. Ventilator removed from service, new ventilator put into use on this patient.